Manufacturer narrative:
Based on the information available at this time, no definitive conclusions can be made as to the degree to which the mesh implant may have caused or contributed to the post operative seroma. If additional information is obtained, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. Seroma formation is a known inherent risk of surgery and is listed in the adverse reaction section of the IFU as a possible complication. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported and is associated to (B)(6) study (B)(6): on (B)(6) 2017 - the patient underwent the repair of a primary incisional midline hernia in the subxiphoidal-umbilical location using the phasix mesh. The length of the hernia is documented to be 11 cm long and 10 cm in width. The hernia site was assessed to be clean-contaminated due to the previous violation of the gi tract and the previous hernia site incision was healed /closed at the start of the procedure. A retro-rectus without component separation technique was performed using open perforator preserving. Suture fixation was used with absorbable monofilament and 6 fixation points. The fascia was closed and the wound was assessed as clean and closed with no complications noted. On (B)(6) 2017 - the patient was assessed to have a seroma defined as possibly related to the device and definitely related to the procedure. Resolution date is ongoing and the severity is assessed to be mild. To date there has been no medical / surgical intervention.

Manufacturer narrative:
This is an addendum to the initial MDR to make a correction to manufacturing date.

Manufacturer narrative:
This is an addendum to the initial MDR to document information regarding the patient's clinical course. The additional information states that the patient's seroma has resolved.

Event description:
The following was reported and is associated to (B)(6): (B)(6) 2017 - the patient underwent the repair of a primary incisional midline hernia in the subxiphoidal-umbilical location using the phasix mesh. The length of the hernia is documented to be 11cm long and 10cm in width. The hernia site was assessed to be clean-contaminated due to the previous violation of the gi tract and the previous hernia site incision was healed /closed at the start of the procedure. A retro-rectus without component separation technique was performed using open perforator preserving. Suture fixation was used with absorbable monofilament and 6 fixation points. The fascia was closed and the wound was assessed as clean and closed with no complications noted. (B)(6) 2017 - the patient was assessed to have a seroma defined as possibly related to the device and definitely related to the procedure. Resolution date is ongoing and the severity is assessed to be mild. To date there has been no medical / surgical intervention. Addendum to document additional patient information: (B)(6) 2017 - as reported the patient's seroma has been upgraded from ongoing to resolved.